Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum and autofill failure alarm . The rn called for assistance , and was instructed how to change out the console and explained the nature of the alarms. The new console is functioning well and the affected pump was tagged for biomed . There was no patient harm or injury reported .

Manufacturer narrative:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had low vacuum and autofill failure alarm. There was no patient harm or injury was reported. A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the pump assembly (0102-00-0001), pressure fitting (0103-00-0373), vacuum fitting (0103-00-0375), vacuum hose assembly v6 (0004-00-0058), vacuum tube assembly v7, v8 (0004-00-0062), 2500 hrs preventive maintenance (0040-00-0146), pcb main board (0670-00-0788). After the replacement the issue resolved and unit passes all functional and safety test. Returned to customer and cleared for use.